Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) evaluated the subject device and confirmed that the depth of the scratches on the inner surface of the instrument channel was about 150 to 240 micrometer at the deepest point, but there was no foreign material in the scratches part. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The user facility conducted the twice microbiological testing after drying the subject device, but the sample collected from the subject device tested positive again. After reprocessing at the user facility, the user facility conducted the additional microbiological testing. As a result of the additional microbiological testing, no microbe was detected from the subject device. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and confirmed as follows; the adhesive around the object lens and the light guide lens had degradation, but there was no stain. There were scratches on the inner surface of the instrument channel, but there was no stain. There was no irregularity around and inside of the instrument channel port. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for citrobacter and candida (the user facility did not provide other detailed information such as the number of microbes.) The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.